Event description:
Pump gave an error message, "pump not primed no delivery." Blood sugar was elevated. This occurred 4 times this month. On one occasion, her blood sugar was over 400 because the pump was not delivering and we were not aware of that.